Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported cardiogenic shock is related to a combination of a successful procedure and patient condition. Additionally, cardiogenic shock is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. The following day, due to rising lactate and the thought of cardiogenic shock, the patient ended up in the intensive care unit (ICU). Iatrogenic shock was performed to treat the cardiogenic shock. For additional treatment, the patient was intubated, an impella heart pump was placed, and an atrial septal defect (asd) closure device was implanted to help with the left to right shunting.